Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. There is no information available about customer is able to clear alarm or not and customer is able to rewind or not. Customer stated that reason of ump error is she had a magnets on her bike bag. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.